Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery. However, the unit passed rewind, basic occlusion, prime and displacement tests. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. Analysis was unable to confirm motor position encoder error alarm due to erased file. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will be returned for analysis.